Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a monofocal intraocular lens (iol) in the left eye on (B)(6) 2025. Following the procedure, the patient experienced a complete absence of focus for both near and distance vision along with constant distorted vision and intense light halos in low-light environments. The condition severely compromised their ability to drive and work at night. These issues were reported to the surgeon from the first postoperative day, and treatment with pilocarpine 0.5% was initiated to induce miosis; however, this provided only temporary relief and caused conjunctival hyperemia, with halos returning after the effect wore off. It was noted that the physician advised against replacing the iol due to surgical risks. No further information was provided.